Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experience high blood glucose. The customer¿s blood glucose level was 566 mg/dl. Customer put the insulin pump on for less than a day and started not feeling well. Customer took off the insulin pump and put old insulin pump back on. Customer declined troubleshooting. Customer treated with bolus. The insulin pump will not be returned for analysis.